Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Alternative report identification number: (B)(4). Device evaluation: product testing could not be performed as the product was not returned. The consumer¿s reported event could not be verified. Manufacturing record review: the actual lot number of the lens cup was not provided. However the reported kit lot number zd07325 is a packaging batch number. Its filling batch zd06968 and compounding batch zd06967 were manufactured in sep 2018. The records for production process were found to be acceptable, all testing items were completed and met specifications, including incoming chemical materials testing, primary materials inspection, product physical appearance inspection, bulk and finished product chemical testing and microbial testing, sterilization records, environment monitoring and water system monitoring. There was no non-conformance related to this complaint. In conclusion, reported lot was deemed acceptable for release per material and products releasing management procedure. Labeling review: directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device conclusion: based on the investigation, no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth: unknown, not provided. Gender/sex: unknown, not provided. Lot number, unknown, not provided. Expiration date: unknown, as lot number not provided. Alternative report identification number: (B)(6). Manufacture date: unknown, as lot number not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the consumer observed what appeared to be something like black mold inside the lens case used with concept 1 step hydrogen peroxide solution. The user kept his contact lens stored in the lens case approximately 6 to 7 days. No additional information provided.